Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an error code occurred during aspiration. A 8fr. Non bsc sheath, guide catheter and guidewire were used to cross the ileo femoral venous occlusion. Thrombectomy was initiated with an angiojet® zelantedvt¿ catheter of the treatment area. After which power pulse was used to deliver lytic. The catheter was removed from the patient and flushed. After waiting 20 minutes the zelante was reprimed and inserted to perform mechanical thrombectomy. After about 10 seconds of treatment, the angiojet console gave an error message to check the tubing. A new zelante catheter was used to complete the procedure successfully. No patient complications were reported and the patient was stable.